Event description:
IT WAS REPORTED THAT THE PATIENT GOT A SHOCK FOR A FAST VENTRICULAR TACHYCARDIA. THE SHOCK ACCELERATED THE RHYTHM TO VENTRICULAR FIBRILLATION. IT TOOK AN ADDITIONAL SHOCK TO SUCCESSFULLY CONVERT THE ARRHYTHMIA. THERE WERE SOME APPROPRIATELY TREATED EPISODES WHICH REQUIRED MORE THAN ONE SHOCK TO COVERT. AN X-RAY WAS DONE INDICATING THE DEVICE WAS VERY ANTERIOR. THIS POSITION MAY BE CONTRIBUTING TO WHY MULTIPLE SHOCKS WERE NEEDED IN SOME EPISODES. TECHNICAL SERVICES REVIEWED THE DATA AND RECOMMENDED SOME PROGRAMMING OPTIONS. THE DOCTOR IS CONSIDERING REPOSITIONING THE SYSTEM. THERE WERE NO ADDITIONAL ADVERSE PATIENT EFFECTS. THE SYSTEM REMAINS IMPLANTED.

Event description:
It was reported that the patient got a shock for a fast ventricular tachycardia. The shock accelerated the rhythm to ventricular fibrillation. It took an additional shock to successfully convert the arrhythmia. There were some appropriately treated episodes which required more than one shock to covert. An x-ray was done indicating the device was very anterior. This position may be contributing to why multiple shocks were needed in some episodes. Technical Services reviewed the data and recommended some programming options. The doctor is considering repositioning the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned and therefore device analysis could not be performed.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.A Risk Review was completed and confirmed that the event of Therapy Delivery/Effectiveness Problem was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.